Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 90% restenosed, proximal circumflex artery the 2.5 x 18 mm xience prime stent delivery system (sds) was advanced, but after several forceful attempts to advance, failed to cross the lesion. It was noted that resistance was met during advancing and during removal of the sds. After removal from the anatomy a stent strut flare was noted and the device was not used again. A second 2.5 x 18 mm xience prime stent was used successfully in the procedure and the patient had a satisfactory final outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
The return device analysis revealed a shaft separation at the distal end of the strain relief tubing; the device was returned in two pieces. Subsequent information received from the site stated the separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and shaft separation were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.